Manufacturer narrative:
Date of event: unknown. There is no medical device type for this device as it is manufactured outside the us and not sold in the us. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that bd vacutainer® naf 6.0mg na2 edta 12.0mg plus blood collection tubes were deformed (bowed). No serious injury or medical intervention.